Manufacturer narrative:
The event of " lymphadenopathy" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture, lymphadenopathy.

Event description:
Patient reported implant "has started to leak or is possibly a small rupture and has caused my lymph nodes to enlarge which creates problems". The device remains implanted. The affected side is unknown.